Manufacturer narrative:
The implant date is unknown.

Event description:
Per complaint (B)(4), a patient's dental implant failed to osseointegrate. The implant was removed. No additional adverse patient consequences were reported.